Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. An unspecified number of tubes with no fill/no vacuum was also reported. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855 a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a tube exhibiting no fill. Additionally, 20 retained samples were subjected to functional tests for low or no draw, and all tubes were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for underfill. This complaint has been confirmed for no fill based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. An unspecified number of tubes with no fill/no vacuum was also reported. There was no health impact or consequences reported.